Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer changed the infusion set this morning and was able to rewind and prime. After customer ate breakfast, the pump was dead and customer put in a new battery. Customer's blood glucose level was 160 mg/dl. Customer was using a rayovac ultra pro battery. Customer inserted a new aaa alkaline battery to test with the pump, but the display did not return. Customer tried cleaning the battery cap and reinserting the battery, but the display did not return. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to a battery tube connector not plugged in properly. The insulin pump was received with a severely scratched display window and a cracked reservoir tube lip.